Manufacturer narrative:
(B)(6). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds due to dislodgement. The lead was surgically explanted. No additional adverse patient effects were reported.